Event description:
I was reported that four weeks after the initial implant of the vns the patient developed a fever and infection, identified as coagulase-negative staphylococcus, that resulted in hospitalization for 14 days with intravenous antibiotics. The patient was sent home, however after 5 days the symptoms returned and they were re-hospitalized. This resulted in the explant of the generator about 2 months ago. Recently, the lead was removed and a whole new device was implanted. The devices were discarded after the explant device history records were reviewed. The generator and lead passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova' s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any " defects¿ or " malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR? Code 81; device evaluation in not necessary because the report event have been determined to be not related to vns health effect - impact code: f2303, health effect - impact code: f1901.

Manufacturer narrative:
E1, corrected data: initial report inadvertently reported zip code as ni, omitted reporter email, and occupation was reported as ni. H6, corrected data: initial report inadvertently omitted codes b13 and c19.

Event description:
Additional information was received from the physician, confirming the location of the infection was at both the electrode and generator sites.